Event description:
On (B)(6) 2012, the distributor contacted animas stating that the up/down arrow keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple button presses with increasing force to activate; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).